Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1613c156e, serial/lot #: (B)(6), ubd: 17-dec-2026, UDI#: (B)(4). A2- date of birth: exact date is unknown. Year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was taken to the emergency department, presenting with nausea and vomiting 3 days after the implantation of an endurant ii stent graft system. The patient stated that they had not had a bowel movement is 2 days. The patient was diagnosed with constipation, obstruction, electrolyte imbalance, post-surgical pain and gastritis. Treatment included the administration of analgesics, antiemetics, and antihistamines. The event was reported to have resolved the following day. The site assessed the nausea and vomiting as not related to the device, index procedure or an underlying condition and/or disease. The sponsor assessed the event as having a causal relationship to the index procedure.